Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call failed battery test alarm and cosmetic damage. Customer's blood glucose level was unknown. Troubleshooting for cosmetic damage was performed. Customer advised the insulin pump fell and no longer functioned properly. Customer advised there was a crack on the right side of the insulin pump above the lcd display. Troubleshooting for the failed battery test alarm was performed. Customer received the failed battery test alarm in the middle of the night. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had blank display due to broken solder joint of connector on interface board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify failed battery test alarm due to blank display. The insulin pump received with cracked display window, cracked case at display window corners, cracked battery tube threads, broken off reservoir tube lip and missing end cap sticker.